Event description:
It was reported that the patient experienced an occlusion issue due to kinked cannula on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 3003442380.